Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with two 4.0mm cancellous bone screws and two washers 7.0mm at the medial malleolus for an orif bimalleolar ankle fracture on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient complained of pain. Surgeon removed two screws and two washers. Patient was not revised with any additional hardware as the patient's fracture was united. Procedure was completed without complications. Patients preop status was painful hardware and patient's postop status is unknown at this time. Patient also has tubular plate, cortex screws, and locking screws implanted in the fibula, on the lateral side of the ankle. No reported complaint against the plate and screws implanted in the patient's fibula. This is 2 of 4 reports for the same event.